Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was scheduled for replacement due to unexpected longevity with elective replacement indicator (eri) triggered, and limited pacing that was encountered in less than five years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).